Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty fixing the lead into the pulse generator header. The device was not installed and a new device was implanted. No adverse consequences occurred to the patient.